Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (sg) readings and sensor glucose (sg) values. The case was escalated to support for further review. The case was escalated for further review. A review of sensor data did not indicate any system malfunctions. However, as part of proactive troubleshooting measure, a sensor re-link was recommended to clear the calibration buffer and address a potential calibration misalignment. The user however declined re-linking due to the need to re-enter calibrations during initialization, stating that readings had improved and that user preferred to continue using the system as is. The user agreed to enter all calibrations using blood glucose values and to contact customer care if any additional discrepancies occur.a system review in dms confirmed that the user is still actively using the system with up-to-date data and weekly calibrations. The user's concerns were addressed and the complaint was closed. B4.date of this report 12 feb 2026. D4.additional device information updated. G3.date received by the manufacturer? 12 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121,4111. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.